Manufacturer narrative:
G4: k192360, k220796. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the proximal part of the basket was lifted to the extent that it could not be retracted into the introducer. During the insertion procedure to treat the persistent atrial fibrillation, an intellamap orion catheter was selected for use. It was observed that the proximal part of the basket was lifted to the extent that it could not be retracted into the introducer. The procedure utilized the opal mapping system (software version 6.5). The catheter was replaced with another device of the same model, and the procedure was completed successfully without any patient complications.